Manufacturer narrative:
Original sample was collected in a 13 mm x 100 mm tube. Re-run results were tested in sample cups. The most recent system check, (B)(6) 2011, passed all specifications. Qc results for the past 30 days were all within passing specifications. On (B)(6) 2011, a bci field service engineer (fse) performed qc, service assays and qc. All passed within specifications. Fse verified system performance to published specifications. No root cause was determined by fse.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated accutni result above the acute myocardial infraction (ami) cutoff for one patient generated by the access 2 immunoassay analyzer. The result was reported out of the laboratory. The sample was repeated on the same unit and an alternate unit and lower results within the normal reference range were obtained. Patient results are provided. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.